Event description:
It was reported that the customer received a power source alert after plugging the pump into a wall outlet resulting in the pump shutting down. There was no reported adverse impact to the customer's blood glucose level. Issue was resolved before contacting support. Customer was advised to monitor the situation and contact support if the issue persisted, which they understood.